Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis and a heart attack. The customer's blood glucose reading was 700 mg/dl. The customer was feeling sick and bolused but the blood glucose levels remained elevated. The customer did not change the infusion set to solve the problem. The customer also stated that he had been experiencing high blood glucose levels for (B)(6). The customer was unable to troubleshoot at the time of the call as he wanted to speak with his dr. Advised the customer to call back for troubleshooting at his convenience. Nothing further was reported.